Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflects the case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c21, d16: the medical device returned for further investigations. Preliminary results are not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent an endovascular procedure, where a 7 mm × 15 cm gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was implanted successfully as a femoropopliteal bypass for the treatment of an aneurysm. In this procedure an 8 fr × 35 cm brite tip® sheath introducer (cordis) and a 260 cm amplatz guidewire (cook medical) were used. During this procedure it occurred, that the viabahn stent could not be fully deployed. During initiated deployment, the proximal 3 cm of the viabahn stent remained constrained, and the deployment line became stuck. An attempt was made to recapture the viabahn stent into the sheath and remove it together with the sheath; however, this attempt was unsuccessful. After extensive traction and rotational maneuvers, the viabahn stent was eventually released. However, the nose cone also detached and remained inside the patient during withdrawal of the delivery catheter. The detached component was ultimately removed from the patient using a snare. The viabahn stent was then deployed successfully approximately 8 to 9 cm proximal to the initially planned landing zone and was subsequently extended with an additional 8 mm × 10 cm viabahn stent, to get a proper landing zone distally. The patient was not impacted by the event. The health care professional believed that the cause of the event was device related.